Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -1.5/2.5/081 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. Low vault with rotation was observed, lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
B5- a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vault with rotation. Refractive surprise was also reported. The lens was exchanged with a longer length lens and the problem resolved. Cause of the event was reported as unknown. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).